Event description:
Failed implant right knee. Total right knee revision. This report was prepared pursuant to the requirements of the smda, and is inadmissible as evidence, and is not an admission of liability.